Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure.